Event description:
Patient presented to the physician with a hematoma at the ipg pocket. Physician prescribed antibiotics. Patient presented back to the physician with the stimulation lead eroded through the skin at the chest incision site. Physician brought the patient into the or, irrigated the pocket with saline and antibiotic solution, cleansed the component with betadine, repositioned the system deeper within the tissue, and closed. Physician prescribed postoperative antibiotics after the procedure was completed.

Event description:
Patient presented back to the physician with suspected infection at the chest and neck incision sites. Physician prescribed antibiotics. Physician brought the patient into the or six days later, removed the entire inspire system, obtained wound cultures, and closed. Patient will continue the previously prescribed course of antibiotics postoperatively. A reported update noted that intraoperative cultures showed white blood cells with no organism growth. The inspire system was removed due to elevated infection risk related to the prior issues.